Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, to excise the excess skin around the abutment. The patient was injected with a local anesthetic (type and dosage not reported) and injected with 2g of ancef. During the procedure the abutment was exchanged. The implanted device remains.